Manufacturer narrative:
.

Event description:
It was reported to a company representative that a physician's programming system would not interrogate. No patient care was impacted as another tablet was used. It was determined that the white serial cable was the problem, so it was replaced with a new black usb serial data cable and the problem was resolved. The white cable was discarded. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection. Additional relevant information has not been received to-date.